Event description:
It was reported that the patient experienced stimulation in non target and target area. It was also reported that the patient had incorrect reprogramming that led to discomfort and overstimulation. The patient underwent an explant procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1232 ((B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced stimulation in non target and target area. It was also reported that the patient had incorrect reprogramming that led to discomfort and overstimulation. The patient underwent an explant procedure and was doing well postoperatively. The explanted device was not returned.